Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2012. The insulation was repaired during device change out procedure on (B)(6) 2012. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).